Event description:
It was reported that decreased sensing and increased threshold were observed. The lead was capped and replaced. The patient had no adverse consequences after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.